Event description:
Per the study: this male with a history of obesity, previous pci, hypertension, hyperlipidemia, and diabetes (insulin dependant) was admitted for coronary evaluation due to acute mi within two-hours of onset of symptoms. He was currently taking beta-blockers and calcium channel blockers. Angiography revealed a 15mm, smooth, irregular, concentric, b2-type lesion in the mid left anterior descending artery (lad). The vessel was 2.5mm in diameter and there was timi iii flow through the vessel. Plavix, aspirin and heparin were administered. The lesion was predilated with a 2.0x20mm balloon inflated to 10 atms. A 2.5x18mm cypher stent was deployed to 10atms with satisfactory results. The stent was not post dilated. Cardiac enzymes greater than 24 hours post procedure were elevated (ck=2.3 times uln, ck-mb=1 times uln, and troponin = 2.2 times uln), which is consistent with pre-procedural mi. The pt was discharged after nine days hospitalization with orders for daily administration of plavix, (6 months duration), aspirin, statins, beta-blockers, and calcium channel blockers. At one month follow-up, the pt denied angina and was compliant with all cardiac medications. At six-month follow-up, the pt complained of stable angina and was compliant with all cardiac medications. At 12-month follow-up, the pt had no anginal complaints and remained compliant with all cardiac medications. Three years post index procedure, the pt underwent re-pci. It is unk if this was target vessel/target lesion related. No add'l info is available regarding this event.

Manufacturer narrative:
Add'l info will be submitted within 30 days receipt. Another country manufactured cypher product was/is not distributed in the us; however, it is similar to us distributed cypher product.